Manufacturer narrative:
H3 other text : device not returned to manufacturer

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred and airflow stopped. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred and airflow stopped. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The device operated and alarmed as designed. The error log shows that o2 flow sensor railed to maximum negative value occurred around 16 seconds after the power was turned off. Checked the pressure sensor status by a test and confirmed that there was no abnormality. In addition of the above evaluation, trilogy o2 pm1 was replaced to prevent failure. The technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue.